Event description:
Patient underwent left ureteral stent placement for a distal ureteral calculus noted. During the procedure a fluoroscopic image was obtained at the beginning of the surgery. No encrustation was noted on the imaging. The stent was removed cystoscopically without difficulty so the stone could be treated. The stent however was noted to have significant encrustation on its proximal aspect. The stone was at the ureteral orifice or in the lowest portion of the ureter. It was easily fragmented. A guidewire was attempted to be placed but was not able to be advanced. A retrograde pyelogram noted contrast extravasation at the lateral aspect, there was a mucosal tear noted. The scope followed the medial, normal mucosa into the renal collecting system to deploy a wire followed by a double j ureteral stent and foley catheter. The problem is that this specific type of stent tends to get encrusted more than others.